Event description:
A new pt treatment was edited to use a block and a port window was opened, but the record was recorded as visit number 0 and the system could have allowed the pt to be treated twice.